Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 15-oct-2022, it was noticed the following information was inadvertently omitted from the 3500a supplemental (follow-up) MDR #1: the event was discovered before use of biosense webster inc products. The physician¿s has no opinion on the cause of this event. Patient condition was not at all affected by this. The patient did not require extended hospitalization because of the adverse event. It could not be seen if the hemostasis valve (gasket) was dislodged inside the hub. The hemostatic valve was not dislodged outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 1cc.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve leak occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was inserted and when the introducer was retracted, there was massive bleed back from the sheath. The valve was malfunctioning, though the electrophysiology (ep) fellow confirmed that the dilator was inserted properly, directly into the sheath without angle. The same carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was used and the bleeding stopped when the thermocool® smart touch® sf (stsf) catheter was inserted and the procedure continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of the c3 system, electrical, irrigation, and deflection test. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. This finding of valve dislodgment is considered to be an MDR reportable malfunction. Carto 3 system, electrical, and deflection tests were performed, and no malfunctions were detected during the product analysis; however, the irrigation and backpressure tests were not performed due that the damage to the hemostatic valve. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device, and internal actions was found during the review. The hemostatic valve issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-sep-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the medical device problem code of ¿appropriate term/code not available (a27)¿ was used to represent ¿patient event non-serious¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve leak occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was inserted and when the introducer was retracted, there was massive bleed back from the sheath. The valve was malfunctioning, though the electrophysiology (ep) fellow confirmed that the dilator was inserted properly, directly into the sheath without angle. The same carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was used and the bleeding stopped when the thermocool® smart touch® sf (stsf) catheter was inserted and the procedure continued. The reported patient bleeding is not considered to be an MDR reportable adverse event since there is no indication it is not life threatening; did not result in permanent impairment of a body function or permanent damage to a body structure; and did not necessitate medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. This event is MDR reportable for the product malfunction of hemostatic valve leak.